Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, testing confirmed that the programming changes made to the device resulted in the changes to calculated longevity remaining and are a result of normal device operation. Technicians concluded this device meets specification for normal battery depletion.

Manufacturer narrative:
The device remains in service. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that nurse called regarding a longevity inquiry because longevity estimates went from 2 years to less than 6 months remaining. The nurse stated the device outputs were changed due to increased right ventricular threshold measurements. Technical services explained the device will have to take five battery status measurements to display longevity based on the new output settings.

Event description:
--